Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an unknown issue. It was noted that the patient claimed the meter required too much blood to test. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.